Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the serial digital interface image was not displaying due to a printed circuit board failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite video system center serial digital interface had a terminal output failure. The device was returned for evaluation. During the device evaluation, it was found that the serial digital interface image was not displaying due to a printed circuit board failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported failure was found during equipment installation, no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image output was due to printed circuit board failure. Olympus will continue to monitor field performance for this device.